Manufacturer narrative:
Product event summary : the full lead was returned, analyzed, and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead had dislodged into the left subclavian vein. It was also noted that the patient experienced diaphragmatic stimulation caused by the lv lead. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.